Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue could not be identified. Review of the event history log (ehl) showed a acu watchdog failure, primary audible alarm bgnd test, travel coarse error, base task debilitated, force sensor test, base not responding, travel reverse error. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.

Event description:
It was reported that the pump exhibited a watchdog error. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.